Event description:
Customer reported via phone, the insulin pump alarmed no delivery during. Customer stated her blood glucose was 16 mmol/l, treated with manual injections. Customer had issues since two day ago, has changed the infusion set, and bought other infusion set and issues is not being resolved. Customer was advised to run 5 units of insulin and drops were coming out. Customer removed the infusion set and cannula was not bent. Customer administered an additional five units and the device alarmed no delivery even though insulin was coming out. Customer was advised to revert to back up plan and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump gave a compromised force sensor alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery tests due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.